Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high defibrillation impedance on the right ventricular (rv) lead. The physician elected to downgrade from a defibrillation system to pacing system and continue to use the same rv lead. The patient condition was stable before, during, and after the procedure.